Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transduodenal during a vesicle drainage procedure performed on (B)(6) 2022. During the procedure, the stent first flange was deployed; however, during attempted deployment of the second flange, the first flange moved out of its position and the luer detached. The sheath kinked during the removal of the device. The stent was partially deployed when removed from the patient and another device was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on march 16, 2022 that a hot axios stent was to be implanted transduodenal during a vesicle drainage procedure performed on (B)(6) 2022. During the procedure, the stent first flange was deployed; however, during attempted deployment of the second flange, the first flange moved out of its position and the luer detached. The sheath kinked during the removal of the device. The stent was partially deployed when removed from the patient and another device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Medical device problem code a1502 captures the reportable event of stent first flange difficult to position. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was returned completely deployed and in good condition. Visual examination of the returned device found one section of the inner sheath detached and was not returned. The luer was detached from the handle and the outer sheath was kinked in the luer section. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failures of inner sheath detached and outer sheath kinked were likely due to factors encountered during the procedure. It may be that characteristics of the lesion, how the device was handled, and/or the technique used by the user, limited the performance of the device and contributed to the inner sheath detachment and outer sheath kinked. The reported event of stent first flange difficult to position occurred during the procedure and is not possible to replicate in the laboratory of analysis. The reported event of stent partially deployed was not confirmed as the stent was returned completely deployed. The investigation concluded that luer detached was likely to have occurred due to factors encountered during the manufacturing of the device. An investigation is under way to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Medical device problem code a1502 captures the reportable event of stent first flange difficult to position. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was returned completely deployed and without any damage. Visual examination of the returned stent delivery system found one section of the inner sheath was detached and was not returned with the device. Also, the luer was detached from the handle and the outer sheath was kinked near the luer. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failures of inner sheath detached and outer sheath kinked were likely due to factors encountered during the procedure. It may be that characteristics of the lesion, how the device was handled, and/or the technique used by the user, limited the performance of the device and contributed to the inner sheath detachment and outer sheath kinked. The reported event of stent partially deployed and stent first flange difficult to position may be attributed to the luer detachment from the handle. The investigation concluded that luer detached was likely to have occurred due to factors encountered during the manufacturing of the device. An investigation is under way to address this problem. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on march 16, 2022 that a hot axios stent was to be implanted transduodenal during a vesicle drainage procedure performed on (B)(6) 2022. During the procedure, the stent first flange was deployed; however, during attempted deployment of the second flange, the first flange moved out of its position and the luer detached. The sheath kinked during the removal of the device. The stent was partially deployed when removed from the patient and another device was used to complete the procedure. There were no patient complications reported as a result of this event.